Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and severely scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a display anomaly on the insulin pump. The customer's blood glucose was unknown. The customer stated that he had to look at the screen sideways to read it. The customer stated that the doctor told him to have the pump replaced because his screen is scuffed up from taking it in and out of the leather case. Customer was advised to discontinue use of the device and to revert to a backup plan.